Event description:
The customer reported that this intellivue mp5 monitor generate a visual "speakr malf." Inop. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that this intellivue mp5 monitor generate a visual "speaker malf." Inop. No patient harm was reported. The customers biomed confirmed the alarm lights do come on, but no sound was heard. As the customer has apparently recognized the speaker failure and as no patient adverse event/adverse patient impact was reported to have resulted from this issue, it is considered that the issue was immediately obvious to the user. Generally, patient alarms and technical inops will continue to be annunciated at the central station (if networked). The intention on monitoring would be close personal observation as specified in the product labeling. This would alert the user to a possible device issue to troubleshoot the device or implement alternative monitoring. User reference guide m8105-9001b, describes personal surveillance. This would allow the user to implement alternative methods of monitoring per hospital protocol, and/or to troubleshoot the monitor. In an abundance of caution we will report loss of audio even though a visual warning is provided and product labeling states (user reference guide m8105-9001b, describes personal surveillance): do not rely exclusively on the audible alarm system for patient monitoring. Adjustment of alarm volume to a low level or off during patient monitoring may result in patient danger. Remember that the most reliable method of patient monitoring combines close personal surveillance with correct operation of monitoring equipment. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.